Event description:
It was reported by service report that the trigger locks were broken and the crossbar was bent on the breakaway head section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release bar; trigger locks on breakaway head section.